Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The instructions for use were unable to review due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient had to remove the urinary foley catheter as instructed by the doctor after the operation. When the catheter was removed, it was found that the balloon was ruptured and caused pollution to the surrounding environment, but it did not cause adverse effects on the patient. It was stated that the cause of the balloon rupture could not be determined.